Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited a very dark image; the issue occurred during set up / inspection for use, before patient in the room. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rusted pins on the ccd, tiny pin hole on the cable, failed leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dark blurry image due to rusted pins on the ccd. Failed leak test due to a tiny pin hole on the cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.